Manufacturer narrative:
Results: the proximal end of the pusher assembly with the pet lock and the pull wire was fractured off and not returned with the device. The total length of the returned pusher assembly was approximately 166.0 cm. The pull wire and the constraint sphere were within the distal detachment tip (ddt). The embolization coil was intact with the pusher assembly and undamaged. Coagulated blood was present inside and outside of the ddt. Conclusions: evaluation of the returned pod10 revealed that the pull wire pet bump was advanced distal to the ddt capture feature. If the device is forcefully advanced against resistance, damage such as this may occur. If an attempt is made to detach the coil after the pull wire pet bump is positioned beyond the ddt capture feature, the handle or manual detachment force may not overcome the resistance experienced. Further evaluation of the returned pod10 revealed that the proximal portion of the pusher assembly was not returned for evaluation. Therefore, it is unknown if the pet lock was broken on the proximal end of the pusher assembly. The coagulated blood was likely incidental to the detachment issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02014.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02014.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod10s and a pod detachment handle (handle). During the procedure, the physician successfully implanted two pod10s into the target vessel using the handle. The physician then advanced a new pod10 into the target vessel and used the handle to detach it; however, the pod10 failed to detach. After multiple failed attempts to detach the pod10, the physician attempted to manually detach the pod10; however, the pod10 would not detach. Therefore, it was removed. The procedure was completed using a ruby coil, a pod packing coil and the same handle. There was no report of an adverse effect to the patient.